Manufacturer narrative:
Corrected data: corrected g4 (date rec¿d by MFR) us regulator awareness date to 08/14/2019.

Event description:
Na.

Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the lock having up and down movement and the teeth are grinding when rotated. The clamp passed the ratchet extension arm movement test: general maintenance and cleaning required. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances related to the reported failure.

Event description:
Service and repair of the a3059 mayfield composite series skull clamp found the locking mechanism to have both up and down movement.